Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a single low out-of-range shock impedance measurement on the right ventricular (rv) lead. No adverse patient effects were reported. Device and lead remain in service.